Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 186 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.